Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump stops sometimes when changing the set and priming. Customer mentioned that the insulin pump was cracked near the batter compartment and top corner of the screen. Customer's blood glucose reading is unknown. Customer was advised to revert to a back up plan and the insulin pump is being replaced.